Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was not fully powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not fully powering up) was confirmed. Upon investigation there was extensive thermal damage on the c/a and defibrillator boards. The cause for the damage was a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. No adverse event resulted from the broken lead on c21. The patient received a replacement monitor.